Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2011 for treatment of stress urinary continence and vaginal vault prolapse. It was alleged the plaintiff experienced extreme pain, recurrent pelvic pain, suffering, discomfort, mental anguish, erosion, recurrent infection of the tissue around the mesh, severe emotional injuries, and permanent personal injuries. It was also alleged the plaintiff will/had undergone surgery to remove the mesh and revisionary surgery for vaginal reconstruction.